Event description:
Procedure: urological. According to reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR# 1018233-2012-01948.

Manufacturer narrative:
(B)(4).